Event description:
It was reported the pt experienced pain at her ipg site. The pt was prescribed lidocaine and the issue had allegedly resolved, however, the pt will have her ipg removed. Follow-up identified the pt had her ipg explanted on (B)(6) 2013. The issue is resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.